Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was shutting down intermittently. The device was in clinical use when the issue occurred, the device was removed from service. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was shutting down intermittently. The device was evaluated by a service engineer (se), and it was reported that the issue could not be duplicated after the device was tested for 20 minutes. It was noted that the device passed all performance verification testing. The se reported that the power management (pm) board was replaced, and then tested overnight; no issues were reported, and the issue was considered resolved. The device was returned to service.